Manufacturer narrative:
Exact date unknown, event occurred a few weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7016521.

Event description:
It was reported that the patients lead had migrated up as confirmed through x-ray which caused the inadequate pain relief. It was also noted that the lead had high impedances. The patient underwent a revision procedure wherein one lead was replaced and will not be returned as it was kept by the medical facility. The patient was doing well postoperatively.